Manufacturer narrative:
(B)(4). Date sent: 04/04/2012. Additional information: were any noises heard such as whistling or hissing ? Yes. If so, did the noise prevent insufflation? Please describe the noise. No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? N/a. Were you able to identify where the leak was coming from? N/a. Was a device inserted in the trocar during the leaking? If so, what device? Yes 5mm instrument. Was any torque being applied to the trocar or device? No. The analysis results found that the sleeve of the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopy procedure, the surgeon reported that this d-tip trocar was leaking resulting in some loss of pneumoperitoneum. He noticed a `hissing` noise coming from the trocar, followed by some loss of pressure. Taking a trocar from another box seemed to resolve the issue. There were no adverse patient consequences.